Manufacturer narrative:
Event date is estimated. An event of lead migration was reported to abbott. The lead was revised due lead migration. The lead was explanted and replaced. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patients s1 drg lead had migrated. Patient underwent surgical intervention on (B)(6) 2023 wherein the patients lead was explanted and replaced.